Event description:
It was reported the patient experienced a sudden change in therapy effect noted as withdrawal symptoms. The patient was non-verbal. The patient was hospitalized and given oral baclofen due to the withdrawal symptoms around (B)(6) 2015. A catheter access port (cap) study was performed last week; however, the catheter could not be aspirated. No motor stall appeared upon interrogation at that time. A catheter revision was planned for (B)(6) 2015. Prior to the planned catheter revision on (B)(6) 2015, upon interrogation of the pump, the programmer shows a motor stall had occurred. The pump logs were read and noted that the pump had "at least 15 motor stalls/recoveries" in the past two weeks. The earliest motor stall was (B)(6) 2015. A possible catheter revision and pump replacement was scheduled for (B)(6) 2015. The pump was delivering baclofen. The cause of the event, and outcome were not reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Analysis of the pump revealed a pump/motor/gear train anomaly/corrosion and-or wear and-or lubrication and stall due to shaft-bearing. Analysis also found an alarm/resonator anomaly.

Manufacturer narrative:
Conclusion: applies to the pump eval code-conclusion applies to the catheter.

Event description:
Additional information was received from a physician and the type of baclofen delivered via the pump was specified as being gablofen (concentration 2000 mcg/ml and dose 748.1 mcg/day). The patient's medical history included cerebral palsy. The cause of the motor stalls was reported as pump malfunction.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant products: product ID: 8731, serial# (B)(4), implanted: (B)(6) 2004, product type: catheter. (B)(4).